Event description:
It was reported that the pump time was incorrect, cause was unknown. Additionally, it was reported that the customer received a continuous glucose monitor error 42. The customer's blood glucose (bg) level was above 400 mg/dl. During troubleshooting with tandem technical support, the customer corrected the time, pump was reset, and the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.